Event description:
Wire stuck in shaft. Straight shots. Surgeon overfired. Reloaded new cartridge. Test fired. Straight shots.

Manufacturer narrative:
Subject product has been received and is in the process of being evaluated. A follow up report will be submitted upon completion of evaluation.